Event description:
End user stated: found pt in cardiac arrest. Als care started - monitor malfunction will not power up. Als care continued. Ambulance (als) arrived on scene within one minute after als engine. Care continued with ambulance monitor/defib." No additional info about the event has been reported.